Event description:
It was reported that on an unknown date in spring of this year, the patient underwent a percutaneous coronary intervention (pci) with a balance heavy weight (bhw) guide wire. On an unknown date in the summer of this year, the patient developed pain in the arm. The patient's physician noticed that the patient's arm was swollen. The physician dissected the patient's arm and removed 2.5 dm of the bhw wire from the patient's arm. The physician who performed the pci in spring did not notice that 2.5 dm of the bhw was missing after removing the device from the patient at the end of the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Additional information: patient date of birth, initials, gender, and device catalogue number. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial report filed, additional information was received stating that the balance heavy weight (bhw) guide wire was removed from the patient's right arm. The physician who removed the bhw guide wire in the (B)(6) 2010 was dr. (B)(6). Dr. (B)(6) was the cardiac interventionalist who performed the initial procedure with the bhw in (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned. A guide wire separation of this nature may happen when the distal end is subjected to tensile or torsional loads beyond its design limits causing the distal end to detach. Typically, the fracture site morphology shows the tip was exposed to forces consistent with those applied through pulling, torquing, and/or manipulation. A guide wire being over pulled or over torqued would require the wire to be trapped, possibly within another device or within the anatomy in order to create the required forces to damage the wire as described. Any attempts to move a guide wire in a trapped state could then result in a guide wire separation. It is possible the guide wire interacted with other devices used during the procedure and/or anatomy and became entangled and damaged during the procedure. Additional manipulation may have then caused the wire to detach. No damage or issues were reported during the initial procedure and the detachment was not noted until some time later, when the patient complained of arm pain. The instructions for use (IFU) recognizes vessel trauma as a known potential adverse event associated with the use of a guide wire; however, the reported patient effects are not specifically listed in the IFU. A conclusive cause for the detachment of the guide wire during the initial procedure could not be determined, while the reported patient effects appear to be a result of the detachment. However, there is no indication of a product quality deficiency. In order to ensure that guide wire separation does not occur as a result of a product quality deficiency, manufacturing performs a non-destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.